Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2014. On (B)(6) 2014 the patient underwent a pump exchange due to persistent hemolysis. It was then reported via device tracking form that the patient underwent a second pump exchange on (B)(6) 2015 due to thrombosis. No specific information regarding the thrombosis event was received. Approximately 23 days following the pump exchange, on (B)(6) 2015, the patient expired from a hemorrhagic stroke. It was reported that since the patient had experienced hemolysis with the initial pump and thrombosis with the second pump, their prescribed anticoagulation regimen included heparin IV, aspirin, and brilinta in an attempt to prevent thrombosis of the third pump. After the hemorrhagic stroke occurred, all anticoagulation was held and subsequently the patient developed a high lactate dehydrogenase level and dark urine. The hemorrhagic stroke progressed and it was felt that no intervention was possible. The patient's family decided to withdraw vad support and the patient expired approximately 10 minutes after the pump was turned off. The hospital team stated a secondary cause of death was pump thrombosis because the patient would not have had the stroke without the anticoagulation medication they needed to use to prevent thrombosis of the pump. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 23 days. The initial pump exchange was reported under MFR# 2916596-2014-01543. The second pump exchange was reported under MFR # 2916596-2015-00216. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A root cause for the reported event could not be determined through this evaluation. A full evaluation of the pump could not be conducted because the system was not returned for analysis. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.